Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a rebel catheter with no stent. The balloon was tightly folded. There was blood in between balloon folds. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. After placing a non-bsc guide extension catheter, a 32 x 3.00 rebel stent was advanced to treat the lesion. However, the stent became unmounted from the balloon while going through the guide catheter. The stent delivery catheter and the stent were removed separately. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. After placing a non-bsc guide extension catheter, a 32 x 3.00 rebel stent was advanced to treat the lesion. However, the stent became unmounted from the balloon while going through the guide catheter. The stent delivery catheter and the stent were removed separately. No patient complications were reported and the patient's status was okay.